Event description:
It was reported that the patient was hospitalized after being in a serious car accident, and has not worn the insulin pump since. It was stated that the patient was the driver at the time of the accident, and his blood glucose was 3 mmol/l when the paramedics arrived. The patient did not remember anything prior to the event, and did not know why his blood glucose levels dropped. Troubleshooting was performed, and the basal rates were programmed correctly, but the time and date were wrong. Assisted with correct time and date. Found several alarms in the alarm history. It was stated that the unit did have physical damage due to the accident. The device had scratches and black marks underneath the lcd. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.